Event description:
It was reported that prior to procedure, the device's debris shield and fibers were burning. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.

Manufacturer narrative:
The console device was not returned to the service center but was serviced on-site at the customers facility by a field service engineer (fse). The fse confirmed the reported issue of the device tab window/blast shield issue. The fse found that the focus lens was burned. The focus lens was replaced, and the optical bench was checked, with all components confirmed to be in good condition. A functional test was then performed, and the system passed successfully. The laser is now available, and the system is fully operational. After the field service engineer performed the fiber port replacement, the issue was resolved, and the unit was within specification. As a result, the console is now functioning as intended. The malfunction identified could have affected the device performance, leading to the event experienced by the customer. A review of device history/service history was performed and completed. The device was installed on 13 july 2023, and this event occurred 2 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A review of the device instructions for use (IFU) was performed. The IFU includes specific instructions regarding activation of the laser, stating: inspect the debris shield optic to verify that it is free of any burn marks, scratches, dust, or fingerprints. If the optic is damaged or dirty, replace it with a new one. There was no indication that the device was not used in accordance with the IFU. Additionally, no issues were identified with the IFU translation, wording, or graphics; therefore, revision is not required. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation, as an expected or random component failure was identified without any design or manufacturing issues.

Event description:
It was reported that prior to procedure, the device's debris shield and fibers were burning. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.